Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. Upon system checkout the ethernet connector was re placed. The connector was returned for analysis. Upon visual/physical examination it was confirmed that the connector was broken with bent leads inside the connector. Physical damage was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the system would not communicate with the hospital network. The manufacturer representative had it on the line, and when the system was connected to the network, there was no response from the network that the system was connected at all. Troubleshooting involved bypassing the bulkhead connector and plugging directly into the wan port with resolution. Plugging directly into the ethernet filter also resolved the issue. There was no patient present.